Event description:
Had to have a hysterectomy to remove the essure device. My problems have been going on for two years. Pain, and many other side effects. Thanking god I'm alive and that it is out and I'm on the road to recovery.